Manufacturer narrative:
Continued e1 (address line 1): (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported device rupture diagnosed with MRI. This record relates to right side. Device has been explanted and replaced with non abbvie product.